Event description:
New information noted that the issue of over-sensing noise reoccurred. It was also noted that the lead had insulation damage, and it was confirmed via visual examination. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited over-sensing noise. No intervention was performed. Patient condition was stable.